Manufacturer narrative:
Add'l info has been requested. Initial report source was another medical device company. Device history has been requested and will provide the date of manufacture. Investigation is in process. No conclusions can be drawn at this time.

Event description:
A competitor informed synthes that a pt underwent a revision after breakage of the competitor's plate. Upon receipt of the explanted hardware, it was noted that synthes screws (x8) were returned with a broken plate. One synthes screw was fractured between the head and the shaft. No add'l info is available.